Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was exposed and swelled before it was inserted in the patient. There was no reported patient injury. The device was stored in the cath lab for two weeks. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. A new device was used to complete the procedure. The device was stored as per labeling and was opened in a sterile field. The product was not returned for analysis. A product history record (phr) review of lot f2100505 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was exposed and swelled before it was inserted in the patient. There was no reported patient injury. The device was stored in the cath lab for two weeks. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. A new device was used to complete the procedure. The device was stored as per labeling and was opened in a sterile field. The device will not be returned for evaluation as it was discarded.